Event description:
The patient is a young boy who received a shunt in 2008, had 1 revision, but otherwise doing really well. He got multiple letters of communication from the hospital about his particular shunt and was doing well until a week ago where he had increased napping, increased somnolence, decreased activity, and then also vomiting in last 2 days. He came to the clinic yesterday, shunt series and computerized axial tomography(cat) scan confirmed that the shunt disconnection and there was an increase in ventricle size.======================manufacturer response for shunt, central nervous system & components, bioglide ventricular catheter (per site reporter): the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-1134-2009).what was the original intended procedure?ventricular shunt.device #1is this a laboratory device or laboratory test?no.